Manufacturer narrative:
E1: complainant phone: (B)(6). D2a: common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
It was reported, "samples that he had received had a strange brown substance in it." No photo available. Lot number information has been confirmed and no additional lot number information is available.